Event description:
It was reported that the device had a bad liquid-crystal display (lcd). No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The device was in fair condition, missing drain tubing, and tank plug. Powered up to verify liquid-crystal display (lcd) issues were duplicated. The root cause of the reported issue was found to be a bad power control board (pcb) caused no display on the lcd. Actions were taken to mitigate the reported issue: replaced the power control board (pcb).